Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an email from the foreign distributor. "Vent was on a pt. No harm. When disconnected from ac source vent does not start to use battery and shuts off.

Manufacturer narrative:
Following the completion of FDA audit on (B)(4) 2014, carefusion (B)(4) has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures. Neither the foreign user facility nor the foreign distributor submitted a suer facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a faulty power supply. The foreign distributor was shipped a replacement power supply to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty power supply for evaluation. As of the (B)(4) 2014 the alleged faulty power supply has not been received. Once the alleged faulty power supply is received and the evaluation is complete, carefusion will submit a follow-up medwatch report.